Event description:
It was reported that one of the wheels of the walker broke and end user fell.

Manufacturer narrative:
End user fell when ambulating with the assistance of the walker. One of the wheels apparently broke off, resulting in the fall. The end user has a history of sacral fractures and had a sacroplasty in (B) (6) 2008. It was reported that the wheels were not the original wheels but had been put on by the dealer when they first got it. Since the fall, the end user has complained of a great deal of pain. End user notified md of fall but no diagnostic tests were conducted to confirm or rule out a serious injury. Sample has not been returned for evaluation. Several photos were received from the daughter. The photo shows that the plastic hub of the front right wheel is snapped. The remaining parts and overall unit appear intact. At this time, we have not been able to identify a root cause and need the actual sample to conduct a thorough evaluation.